Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty procedure, the device did not clamp, and it was also difficult to unload. There was no patient injury.